Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date the patient experienced significant stoma site discharge with a bad odor and dirty fluids. On an unknown date, the patient experienced stoma site pain upon palpitation. The stoma site had visible signs of irritation and was in a bad condition. On an unknown date, a substitute gastroenterologist assessed the patient and the patient was admitted to the hospital and treated with unspecified oral antibiotics for the stoma site. On an unknown date, the patient was discharged from the hospital with antibiotic treatment. The stoma fluids continued.